Event description:
While connecting the indeflator, it was observed the tip of the hub was cracked and both fluid and air was flowing out. There were no anomalies noted when the device was removed from the packaging and the device was not removed by the hub. The device was not resterilized. Difficulty was encountered when flushing the device. The device was not used in the pt.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been received for evaluation. However, the engineering analysis is not yet complete, additional info will be submitted within 30 days of receipt.